Manufacturer narrative:
1. DHR/bhr review (lot#: 4258108): 1) the products of this batch were assembled at intima ii auto line 2 in oct, 2024, and packaged at r240 package line in oct, 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Check the retained samples of this batch, no foreign matters are found. Please see attachment for the inspection report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As the defective sample is not received for further testing, and the status and composition of the foreign matter in the indwelling needle cannot be confirmed, so the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.

Event description:
No additional information available.

Event description:
It was reported that the bd intima-ii y 24gax0.75in prn/ec slm had foreign matter. The following information was provided by the initial reporter: observe the integrity of the outer package of the product, open the package, and find that there is a foreign body at the needle, stop using it immediately and replace it with a new product.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.